Manufacturer narrative:
(B)(4). Date sent: 5/27/2022. Additional information received: see attached medical records.

Manufacturer narrative:
(B)(4). Date of event: only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim which states that patient underwent a laparoscopic gastric bypass and roux-en-y on (B)(6) 2016. Med records provided indicate ¿endo-gia 60-mm stapler with blue load¿ was used for transection, an ¿endo-gia 45mm with 2 blue loads was used to make a side by side anastomosis¿ and an ¿eea 21 mm stapler¿ was used to create the gastrojejunostomy. He oversewed the anastomosis with an auto suture device. Two good donuts were reported and no difficulty with device use is noted. An edg was performed filling the stomach with a liter of fluid and no leak was identified. One week later, patient was admitted again for fevers and abdominal pain. An esophagram was negative for an anastomotic leak and it was determined she had suffered an infected hematoma for which she was kept on antibiotics and underwent abscess drainage."